Event description:
Patient had an implanted pulse generator -ipg- for peripheral nerve stimulation to treat chronic neuralgia. This device appears to have leaked some substance in the patient's body and has caused a burn. She noticed the burning sensation in the morning -at around 0400- in 2008. She states that approximately 9-10 days prior to the day she first noticed the burn, she rolled over in bed and lifted her arm and she heard an audible pop. Her husband heartd it also. She states afterwards she was not able to activate her stimulator at all. In the morning of the incident day, she woke with burning on the right side of her chest over the ipg. She went to the ER at a local hosp. The treating physician immediatley called our clinic to report his findings. He stated that there was a 2 cm eschar, greenish in color, in the skin over the ipg. It appeared to be adhered to the ipg. The pt was then sent directly to lifetree pain clinic for evaluation. Our findings were consistent. Surgical explantation was planned for the next day to correspond with a plastic surgeon to assist with wound closure. Later that evening, the pt noticed that the burning sensation was worsening and the lesion enlarging. The eschar was approximately 4 cm in diameter. The device was explanted emergently at 0100 in the next day. During the surgery, the device was noted to be emanating smoke from inside the patient's chest. The device had opened and there was black material leaking from the battery. After the removal, it continued to smoke on the back table in the operating room. There were obvious severe tissue burns and the device was hot to the touch. The patient's wound was irrigated profusely, packed with antibiotic-soaked gauze and left open. This was closed by a plastic surgeon in the afternoon of the explant. Wound cultures taken intraoperatively grew coagulase negative staph species and the pt was placed on antibiotics, though, she has no clinical signs of infection. The device was given to the representative from ans, the MFR. It was sent to the corporation for further testing.